Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that when the patient was coming off cardiopulmonary bypass, the sto2 sensor on the right side was reading in the 50's. Physician optimized the patient map, hct, o2, etc and the right sensor remained in the 50's for at least 30 minutes after optimizing the patient. Out of curiosity, physician placed another foresight elite sensor on the right side and the reading popped up at 63 immediately. At that time, the original sensor on the right was still reading 52. This was on a casmed foresight elite monitor. No allegation of patient injury.

Manufacturer narrative:
The device was not returned therefore no evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. As such, based on available information, a definite root cause is unable to be determined at this time. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.